Event description:
The complainant reported that a patient presented with continued chest pain. The patient was taken urgently to the catheterization lab. The medical doctor believed the left anterior descending artery (lad) to be the culprit lesion and the patient received two drug-eluting stents to lad without complications. The patient was moved over to the stretcher where the patient went into ventricular fibrillation (vf) and arrested. The patient was shocked numerous times and placed back on the catheter table where the medical doctor placed an intra-aortic balloon pump (iabp). The patient was intubated and continued to have vf requiring defibrillation and cardiopulmonary resuscitation. The decision was made to remove the iabp and place an impella cp via the right femoral artery. The patient was successfully placed on impella support and vf ceased. However, it was noted that during impella cp access, the medical did not unlock introducer from sheath and instead pulled introducer out of peel away sheath, breaking introducer connection, and leaving orange screw on portion on peel away sheath. Once the peel away sheath was backed out, the medical doctor was able to break the peel away and connection to introducer. The patient began needing to be externally paced due to heart rate of 20. The medical doctor came back to table and placed a transvenous pacemaker. The patient was taken to operating room for upgrade to an impella 5.5. After multiple attempts to advance the impella 5.5, the medical doctor was unsuccessful. The decision was made to explant the impella 5.5 and use graft for extracorporeal membrane oxygenation (ECMO) cannulation. The patient was successfully cannulated for ECMO. After ECMO was initiated, the impella and ECMO were unable to flow. It was determined on transesophageal echocardiogram that the patient had a large pericardial effusion. The medical doctor opened the chest and drained the effusion and multiple blood products were given. The impella was repositioned, but ECMO and the impella remained unable to flow. After long continued effort, the team was unable to flow. The decision was made to stop efforts and time of death was called.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
B5 and h10 medical safety officer review was added. Abiomed's medical safety officer reviewed and determined there was an issue with the peel away sheath. However, there was no impact to support or injury noted. The patient was supported for approximately seven hours and needed more support and was escalated to an impella 5.5 (delivery issues with failed attempt and adverse event) and subsequently expired. There is not enough evidence to exclude the impella 5.5 device used as an associated factor in the patient's outcome, which is captured under manufacture device report 1220648-2025-30015. The follow fields were corrected from the initial manufacturer device report 1220648-2025-30012 based on the medical safety officer review b1: revised to product problem only. B2: death and date of death were removed. H1: type of report was revised to malfunction. H6: health effect: impact code 1802, 3271, and 4643 should not been reported on the initial manufacturer device report per medical safety officer review. A new code was added.

Event description:
Abiomed's medical safety officer reviewed and determined there was an issue with the peel away sheath. However, there was no impact to support or injury noted. The patient was supported for approximately seven hours and needed more support and was escalated to an impella 5.5 (delivery issues with failed attempt and adverse event) and subsequently expired. There is not enough evidence to exclude the impella 5.5 device used as an associated factor in the patient's outcome, which is captured under manufacture device report 1220648-2025-30015.

Manufacturer narrative:
Introducer damage - mechanical: no product was returned for analysis. Clinical reported md did not unlock introducer from sheath and instead pulled introducer out of peel away sheath, breaking introducer connection, and leaving orange screw on portion on peel away sheath. Issue was fixed and the case progressed. The root cause of the introducer damage - mechanical was most likely due to a use-related issue as evidenced by clinical details of steps taken before issue occurrence low pump flow: clinical reported patient was successfully cannulated for ECMO. After ECMO was initiated, impella and ECMO were unable to flow. The data logs show a motor current spike with speed deviation and a drop in flow on 6/12 at 16:13 earlier during support. There were also suction alarms. Time of ECMO initiation was not noted but noted to be after patient was taken to the or. The logs show placement signal trending down. Low pump flow could have been as a result of biomaterial ingestion exacerbated by patient condition. The root cause of the low pump flow was most likely patient condition related as evidenced by log pattern and clinical summary of low pump flow occurring after ECMO initiation thrombus: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details.